Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine into the preavricular area and juvéderm® voluma¿ with lidocaine into the zygoma then 3 months later the patient was injected with juvéderm® volift¿ with lidocaine into the lips, then three months later the patient was injected with juvéderm® voluma¿ with lidocaine into the malar area.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "infection", "granuloma", "oedema", swelling, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine and juvéderm® voluma¿ with lidocaine then 3 months later the patient was injected with juvéderm® volift¿ with lidocaine, then three months later the patient was injected with juvéderm® voluma¿ with lidocaine. Three months after the last injection, patient presented with "one sided generalized oedema", swelling on the left side of the lip area, pain, infection, and granuloma on left cheek. Patient was given antibiotic treatment of klacid (clarithromycin) for five days with no improvement. Patient was then given azithromycin on the sixth day and swelling began to decrease on the ninth day. Symptoms resolved 11 days after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01357, MDR ID# 3005113652-2017-01360, and MDR ID# 3005113652-2017-01361. This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.